Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. During support, a high purge pressure alarm was noted, and a small fluid leak from the purge sidearm was observed. The origin of the leak could not be determined. The local team replaced the purge cassette without improvement. The purge solution was changed sequentially from d5w to heparin; however, the high purge pressure and low purge flow persisted, as did the small leak. The cannula was retracted approximately 1 cm and continued close monitoring of the motor current. The plan was to return to a heparin-based purge solution overnight. Despite these interventions, the patient¿s condition continued to deteriorate, care was withdrawn, and the patient ultimately expired.

Manufacturer narrative:
Investigation summaryno product returned. High purge pressure - less than 24 hours after implant, high purge pressure occurred. Purge flows under 1 ml/hr. Changed pc to no resolve. Purge composition changed to no resolve. Issue resolved without further troubleshooting within 24 hours. The cause of the high purge pressure was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Purge leak - pump - less than 24 hours after implant, small leak of fluid was noted inside the purge sidearm. It couldn't be determined as to origin of leak. Purge composition changed to no resolve. The cause of the purge leak was not determined due to no product returned and insufficient clinical details. Device in wrong position - less than 24 hours after implant, pump repositioned less than 1 cm back. Data logs were not recovered. The cause of the device in the wrong position was not determined due to no product returned, no data logs recovered, and insufficient clinical details. Device history lot: device lot: 1947655. Device history batch subcomponent lot: n/a. Device history review - pump s/n (B)(6) passed all post sterile inspection checks.